Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, facility stated that the patient fell out of bed in the middle of the night around 2:15 am. There were no witnesses. The patient does not have any injuries from the fall. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.